Manufacturer narrative:
No information for date of event. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was checking impedances for MRI compatibility. No problems with the therapy were reported. The caller stated that impedances were run with the tablet and the values were high. The caller reran impedances using the 8840 at 3.0v and still got high values. The caller provided the following values from the 8840 run at 3v: 02 4042 c0 2140 c2 2024 c1 2152 the caller indicated that the values have been high for some time. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the high impedances were not determined. No actions/interventions were taken and the high impedances are not resolved.